Event description:
Device 1 of 2. Reference MFR report#1627487-2018-12904. It was reported that the patient experienced ineffective stimulation and discomfort (intolerant of feeling paresthesia). As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-12904. Additional information received identified that therapy was restored post-operatively.